Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there was one previous complaint on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/31/2024, zyno medical received a report that a pump had a 'flow rate issue-over infusing', causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
Analysis of the non-returned pump's test record was completed by on 5/20/2024: the end user requested a new hex file upon testing the pump with the details, "4psi = 347 30psi = 243 ofs% = -5". Upon review of the pump's test record, the prior offset was calibrated to be 7%. This means that due to testing from mckesson, the flow rate test over-infused and failed by 12% since the offset was adjusted down from 7% to -5%. This confirms the reported condition from the end user. It was noted that the last test record of the pump appears to be from 2017, which could contribute to the pump performing out of specification since according to the pump's IFU they are to undergo preventative maintenance every year. The pump's test record states that the new device data to make a new hex file was created on 09/23/2021 based on the provided information, which is an error since the hex file was requested on 02/08/2024. The hex file was created and sent to the end user, which was then loaded onto the pump. Reported issue confirmed, device is now performing to specification due to calibration. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. ***upon review of the initial MDR filing it was noted that in section d the device was listed as a "z800wf", when it is actually a "z-800f". Additionally in section b5 it states that infusion parameters were lost as a result of the pump over-infusing, but this is not correct and no parameters were lost. **

Event description:
Zyno medical received a report that a z800 pump had a 'flow rate over infusing', this occcured during testing with no patient involvement. The customer requested a hex file to calibrate back to specifications.